Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11171r43 serial# implanted: (B)(6) 2002 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 19-apr-2004, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving compound baclofen (1000mcg/ml at 600mcg/day) and dilaudid hydromorphone via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an orthopedic spine surgery and was told by the surgeon that the catheter was cut during the procedure. The patient's dose of baclofen with hydromorphone was increased as the patient had an increase in spasticity and pain following the procedure but with no therapeutic effect. The hcp performed a dye study which confirmed that the drug was not being delivered into the intrathecal space. The catheter was replaced (B)(6) 2026 and was able to aspirate cerebrospinal fluid through the newly implanted catheter. The distal portion of the previous catheter was tied off with suture and left in place. There were no problems with the implanted pump reported or observed. Additional information was received from the manufacturer's representative (rep) and was provided/confirmed by the healthcare provider (hcp) and patient. It was reported that the date of the orthopedic spine surgery where the catheter was cut was unknown. An estimated date was also not known for when the patient experienced an increase in spasticity and pain. The date of the dye study was also not known. The cause of the drug not being delivered to the intrathecal space was the catheter having been cut during the orthopedic spine surgery. The therapy was disrupted due to the catheter being cut during the orthopedic spine surgery. It was not related to a manufacturer's device procedure.